Event description:
It was reported that patient had unsuccessful dft testing at implant. An attempted course of sotalol was tried, but it discontinued due to the patients reaction. The device will be electively explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.